Manufacturer narrative:
(B)(4). No sample has been returned for investigation. We have been informed our manufacturer accordingly. Reviewed the device history record and there were no such defect encountered during in process or final control inspection. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by(B)(4)): even after overfilling the easypump up to 110ml, some patients return with an empty pump up to 9 hours too early. This is much more than the maximum of 15 percent deviation that we announced, taken into account that the easypump was already overfilled.